Event description:
Clinic notes were received from a visit on (B)(6) 2016 indicating that a patient's seizures had increased in frequency, duration, and intensity. He had 3 seizures on that day. The first one was 3 minutes, second was 2.5 minutes and the third one was 9 minutes requiring diastat. It did not abate the seizure. Ems was called. He also had 3 seizures on (B)(6) 2016 lasting 1 minute, 2 minutes and 1 minute and 45 seconds. The notes provided the patient's baseline seizure rate as 9-14 per month, lasting 15-20 seconds. It was reported by the physician that no medication changes had occurred. Generator replacement surgery occurred on (B)(6) 2016. The explanted device has not been received by the manufacturer to-date. Additional relevant information has not been received to-date.

Event description:
The generator was received for analysis which was completed 07/18/2016. Results showed no signs of variation in the output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The downloaded data revealed that 89.756% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Follow-up from the physician revealed the patient was having more seizures and they did not want to lose ground so it was decided to replace the device. It was stated the increase in seizure duration, frequency, and intensity was not related to vns. There were no medication changes or trauma or stresses to have caused the increase in seizures, duration, or intensity. Diagnostics were reported to be okay.